Event description:
A 20mm x 40mm tracheobronchial wallstent was placed in the distal trachea of the pt on march 24, 1998 to treat tracheal malacia. The pt returned to the physician on 4/27/98 complaining of coughing up pieces of metal. The wallstent was retrieved by the physician using forceps through a rigid scope on 4/30/98. The stent wires removed were sent to the co for eval.